Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns second degree [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t38966, expiration date: jul 2020) from an unspecified date for an unspecified indication. The patient's medical history included ongoing diabetes and ongoing heart disease. Concomitant medication included bisoprolol, moxonidine, metformin, insulin. The pharmacist reported the patient experienced burns on the skin after use (only one application). As of follow-up, it was further reported that patient used thermacare heatwrap on the nude skin and therewith not noted the warnings. The patient experienced burns second degree on (B)(6) 2018 and received no treatment. The action taken with the suspect product was permanently withdrawn. Clinical outcome of the event was recovered in 2018. The reporter assessed the causality between thermacare heatwrap and the event burns second degree as related. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (21mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (04apr2018): new information received from the same contactable pharmacist included: update age of patient, weight, height, onset date, outcome of event, action taken, causality, update trade name of suspect product, concomitant medication, medical history. The case is upgraded to serious. Company clinical evaluation comment: based on the information provided, the event "burns second degree" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event "burns second degree" as described is serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.